Event description:
The customer reported a leak from the probe area of the coulter act diff analyzer which was not contained within the instrument. The customer indicated that the volume of the leak was about 1 cc. The customer stated that the leak occurred while running controls and there was no impact to patient results or treatment in connection with this event. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no exposure or injury was reported. Beckman coulter field service engineer (fse) observed a leak at the probe of the instrument and replaced pinch valves lv8 and lv10 as well as the sample syringe. The issue was resolved and the repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).